Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. All other tested passed. A pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis patient called fresenius technical support to report the liberty cycler screen was distorted. The issue occurred at power up. The screen has a gray across the top of the screen then slowly the entire screen turns white. The cycler was securely plugged into the wall outlet and was securely plugged in the back of the cycler. Rebooted the cycler but the screen remained distorted. The patient could not remove the cassette from the cycler and was advised to leave it in place. A replacement cycler was issued to the patient. There were no injuries experienced, and no medical intervention was required. Phone and written follow up attempts have been made but, to date, fresenius has not received any further information. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.